Event description:
It was reported the patient had a 30 beat run of ventricular tachycardia; however, the patient denies any alarms occurred. The patient's symptoms at the time included mild palpitations. An implantable cardioverter-defibrillator (ICD) shock occurred due to the event. The ICD was noted to not be an abbott device. The hospitals electrophysiology team reprogrammed the ICD to ventricular pacing, ventricular sensing, and inhibition 80bpm, and the patients amiodorone was increased. The arrhythmia did not result in clinical compromise and the arrythmia was noted to have now resolved. The arrythmia was not thought to be device related. The ICD was implanted prior to ventricular assist device (vad) placement and the patient was noted to have a history of atrial fibrillation with rapid ventricular response prior to vad implant. Log file review did not reveal any unusual alarms.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported cardiac arrhythmia could not be conclusively established through this evaluation. Review of the submitted log files captured the system functioning as intended at the set speed. No notable alarms or events were captured. The patient remains ongoing on hm3 lvas, serial number (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for (IFU) use is currently available. Section 1 of the IFU, ¿introduction¿ lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.